Manufacturer narrative:
(B)(4). Results of investigation: carefusion was able to verify the reported issue. Visual inspection revealed the resistor r186 had signs of overheating on the board. Carefusion scrapped the power board and sent a replacement to the customer to address the reported issue. This complaint was included in a two-year retrospective complaint review to assess MDR reportability compliance. This complaint was deemed to meet the requirements for MDR submission and is therefore being submitted to the FDA.

Event description:
It was reported to carefusion that the power pcba had burned up while on the power board. The customer replaced the power board and it happened again. This reportable issue was discovered while in service, therefore, there was no patient involvement associated with this complaint.